Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the device was returned inside of the original pouch however the original pouch was partially opened. The received pouch returned inside of a cardboard box with four more devices. The card board box had double tear tab closure strips, which means that it was opened after it left the manufacturing floor. The carboard box had some sections torn. The device of this complaint returned inside of a partially opened pouch. A hoop containing an amplatz guidewire was inside this pouch and no visual damages were observed in the hoop/guidewire. The returned pouch was in good condition, it was correctly sealed. The labels, the front side and back side of the pouch were in good condition, no indentations, holes nor perforations were found. The customer provided a picture showing an opened pouch, however, it did not match with the condition of the returned pouch.

Event description:
It was reported that the package of the device was opened. An amplatz super stiff guidewire was received with the package opened. No further information was available.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the package of the device was opened. An amplatz super stiff guidewire was received with the package opened. No further information was available.